Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(6). H3 other text : device not returned.

Event description:
It was reported that after three to four days of intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a leak in iab circuit alarm. Blood was seen in the extracorporeal tubing. The iab was removed within the next 30 minutes. The patient was noted to have done well with catecholamines. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extracorporeal tubing was returned cut in two parts. The pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and a leak was detected on the membrane approximately 1.8cm from the rear seal and measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).